Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 10-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated he has received zero relief from his spinal cord stimulator (scs). He stated he got great results with the trial system and has not noticed any difference with the permanent system. The patient is un florida until april and came to see a md due to not getting relief. An x-ray was taken today and it appears the lead is covering t10-11. The patient's original placement at the implant appears that the lead was covering t9-10. The md is reaching out to the implanting physician to get operative notes to see exactly where the lead was placed. The patient also stated that they had a fall about a week ago. The patient's impedances are in range. The x-ray was to verify the level of the lead. The patient was reprogrammed with new settings to see if that will help with the pain relief. The issue has not been resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.